Manufacturer narrative:
Result - the actual device was returned for evaluation. Visual examination showed that the device had four sites where a white monofilament was tied, anchoring the orc and prolene soft mesh together. Near the center of the mesh was a blue discolored area, which discolored the pds as well as the orc. The orc layer was completely separated from the prolene soft mesh component except where anchored. Evidence of the pds film was present on the orc as well as the prolene soft mesh, but it was fragmented into small sections. Conclusion - the cause of the delamination could not be determined. No conclusion can be drawn.

Event description:
Customer reported that the device delaminated during a laparoscopic ventral hernia repair. The device was found to be completely delaminated after placement through the trocar and opened for placement in the abdomen. The device was removed and exchanged.